Manufacturer narrative:
The device history record for the lot number provided will be reviewed. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The caller stated that this tracheostomy tube's flange disconnected from the hub. The patient was intubated on (B)(6) 2011. During the examination of his patient on monday (B)(6)2011, the rn noticed that the flange was separating from the tube. The item was immediately removed, and the patient was reintubated with a new item. No patient harm was noted.